Event description:
It was reported that the patient was having surgery tomorrow and wanted to know if there was a way to recharge their neurostimulator instead of having it surgically replaced. The patient had a shocking or jolting sensation starting around (B)(6) 2013 or earlier. It was noted that about 1 month ago the patient had x-rays and it was determined that the lead had moved. On (B)(6) 2014, the patient was told that they were going to change out the whole system and not just the lead. It was reported that no information was provided about the current battery status of the current implantable neurostimulator (ins) to the patient. The patient was told that they were going to place the lead and ins on the opposite side.

Manufacturer narrative:
Product ID: 3889-28, lot# v855093, implanted: (B)(6) 2011, product type: lead. (B)(4).